Event description:
The patient reported that the audio bolus button intermittently activated pump functions over the past week. She also said that there was a delayed response when programming the audio bolus button. Animas evaluated the product and confirmed that the audio bolus button did not activate desired pump functions when pressed. The patient does not clean the pump and the issue was not resolved. There was no reported patient impact associated with this complaint. This complaint is being reported based on the patient's allegation of an audio bolus button issue.

Manufacturer narrative:
The pump was returned to animas. The audio bolus button was not responding to presses. Contamination was found under the bolus button contact. The display screen was dim and reddish.